Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -13.00 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). Approximately 2 weeks later it was found the patients endothelial value had decreased significantly. The surgeon did not implant another icl lens, and the patient is being monitored. The cause of the event was due to user error.